Event description:
During the procedure, the angioguard xp ((B)(4), complaint product) was advanced to the targeted position through 6f catheter (axcelguide). However, the distal tip of the guide wire got kinked inside the catheter and resulted in making deformation of the filter basket as a strong force applied to it. Therefore, the ag was removed from the patient body without difficulty. Another product (same size, lot unk) was used and the procedure was completed without any other problem. There was no adverse consequence to the patient. The target lesion was carotid artery. The patient was female, but age was unknown. There were mild calcification and moderate vessel tortuosity, the rate of stenosis was unknown.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Cordis corporation reported no product is expected to be returned to (B)(4) for evaluation; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for evaluation, (B)(4) is unable to determine the exact cause for this incident. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 07409178. This packaging lot contained 65 units, which were shipped from lake (B)(4) on june 18, 2009. The history records indicate the product was final inspection tested at (B)(4) and was determined to be acceptable. Additional information will be submitted 30 days of receipt.